Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) batteries were not charging. It is unknown under what circumstances this event occurred, however no patient involvement or adverse event was reported.

Manufacturer narrative:
The field service engineer (fse) reported evaluating the intra-aortic balloon pump (iabp). He reported that the open cell in the batteries was causing the iabp to not charge properly. The fse replaced the batteries, as well as, the power supply. The iabp was tested to factory specifications, released back to the customer, and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) batteries were not charging. It is unknown under what circumstances this event occurred, however no patient involvement or adverse event was reported.